Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil located proximal to the suture tie down impression consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.